Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to bed with blood glucose of 186 mg/dl and woke up with blood glucose of 600 mg/dl. The customer indicated the high blood glucose may be due to her being sick, but she wasn't sure.